Event description:
Surgical intervention was undertaken on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065684.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
First notification date should have been 15jul2025 rather than 16jul2025. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.